Event description:
Customer reported that she had two low blood glucose incidents one on the (B)(6) due to her insulin pump delivered too much insulin. Customer stated that on the first incident she was unconscious for about 6 hours and her family helped her. Customer stated that she performed the manual prime and the insulin pump was squirting the insulin out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.